Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was driveline cable/wire damage and the ventricular assist device (vad) exhibited electrical faults and high watt alarms. The patient was admitted overnight and the staff saw a clear break in the driveline outer sheath near the strain relief. It was noted that the patient was not experiencing any symptoms. A splice repair was scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description, h3 (device evaluated), the annex a and g codes were updated and an controller was added as an additional product in h10. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420/ expiration date: 30-nov-2021 / serial #: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 17-nov-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f08 h6: img code(s): g04035 h6: FDA device code(s): a07, a1412 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller exhibited controller fault alarms due to the damage to the driveline cable. The vad exhibited several low flow alarms. It was further stated that the patient had present with the electrical faults after catching the driveline on the bed when the patient was getting up. The patient was in the intensive care unit (ICU) with the operating room (or) on stand by. Upon observation of the driveline the damage was easily identified and confirmed with the green wire severed near the strain relief junction, and the red wire phase b was open and was confirmed. The patient was prepped for emergent extracorporeal membrane oxygenation (ECMO) if necessary, the splice repair was performed successfully with a vad stop of approximately 30 seconds. The vad/ driveline and the controller remains in use.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Review of the alarm log file revealed an electrical fault alarm, and 194 high watt alarms were logged since 26-mar-2022. The electrical fault alarm was logged due to an open phase in the rear stator, resulting in the pump running on a single stator (front stator). This likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. Review of the event log file revealed several reactivation events logged between 17:03:07 and 20:01:55 on 26-mar-2022 due to an open phase in the rear stator. Additionally, review of the alarm log file revealed five (5) low flow alarms logged on 26-mar-2022. Review of the alarm log file did not reveal any controller fault alarms logged within the analyzed period. However, it is likely the observed electrical fault alarm was perceived as the reported "controller fault" alarms. On-site inspection of the driveline cable, as well as visual inspection provided by the site, revealed damage to the outer sheath and an inner cable wire, near the strain relief resulting in single stator operation. Additionally, visual evidence provided by the site revealed discoloration to the outer sheath. A driveline splice procedure was performed to mitigate the reported conditions. As a result, the reported event was confirmed. Based on historical review of similar events, the most likely root cause of the observed discoloration event may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the available information, the most likely root cause of the reported driveline sheath damage, damaged inner cable, electrical fault alarms, high watt alarms, observed reactivation events can be attributed to driveline wire damage due to the accidental "catching driveline on bed" event by the patient as mentioned in the event details. Additional products: (B)(6)¿ controller 2.0 h6: FDA device code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for details reported in regulatory report 3007042319-2024-03309, which will now be captured and reported within this regulatory report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a review of log file data revealed a motor start event with parameters outside the typical range during the controller exchange for electrical faults. The controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. Review of (B)(6) 's manufacturing documentation confirmed that the associated device met all requirements for release. A review of the controller's device history record was not performed as the reported event is not related to a manufacturing or servicing issue. There was no evidence that (B)(6) had been previously serviced. Review of the alarm log file revealed an electrical fault alarm and (194) high watt alarms were logged since (B)(6) 2022. The electrical fault alarm was logged due to an open phase in the rear stator, resulting in the pump running on a single stator (front stator). This likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. Review of the event log file revealed several reactivation events logged between 17:03:07 and 20:01:55 on (B)(6) 2022 due to an open phase in the rear stator. Additionally, review of the alarm log file revealed five (5) low flow alarms logged on (B)(6) 2022. Further review of the available log files revealed a motor start event recorded on (B)(6) 2022 at 13:58:33 in which the motor start parameters were atypical. Log files also revealed an additional (B)(4) low flow alarms logged since (B)(6) 2022. Review of the alarm log file did not reveal any controller fault alarms logged within the analyzed period. However, it is likely the observed electrical fault alarm was perceived as the reported "controller fault" alarms. On-site inspection of the driveline cable, as well as visual inspection provided by the site, revealed damage to the outer sheath and an inner cable wire, near the strain relief resulting in single stator operation. Additionally, visual evidence provided by the site revealed discoloration to the outer sheath. A driveline splice procedure was performed to mitigate the reported conditions. As a result, the reported event was confirmed. Based on historical review of similar events, the most likely root cause of the observed discoloration event may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the available information, the most likely root cause of the reported driveline sheath damage, damaged inner cable, electrical fault alarms, high watt alarms, observed reactivation events can be attributed to driveline wire damage due to the accidental "catching driveline on bed" event by the patient as mentioned in the event details. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.